Manufacturer narrative:
The equipment was returned and found to be fully functional and able to detect and treat a patient. No indication at this time that the device caused or contributed to the patient death.  Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2023. The patient previously reported that they were not wearing the lifevest due to receiving a burn on their left side underneath the electrode. There is no indication that the patient received medical intervention. There is no indication of serious injury due to the irritation.